Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that they could not duplicate customer complaint. Unit as received appeared to operate normally. Unit was tested numerous times over a period of several days. No issues were observed. It is possible that the hospital has unidentified source(s) of ir interference. The ir remote sensor on this unit needs to be disabled as a preventive measure. Fix: disabled ir remote sensor. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device just stops working intermittently. It happened 2-3 months ago. It will work for a week and it may not work at all. They used a loan unit but it was broken as well. They borrowed one from another hospital to proceed with the procedure. Forty minutes delay. No adverse event to patient.